Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead displayed lead impedance measurement greater than 2000 ohms. The sensing and threshold measurements were stable. No adverse patient effects were reported.

Manufacturer narrative:
The lead was partially abandonded and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during a recent routine follow up, an x-ray had been performed revealing a lead fracture. The lead was partially removed and partially abandoned. The lead portion, distal to the fracture remained in the heart. There were no adverse patient effects reported. And impedance greater than 2000 ohms with no capture at max output.